Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 226 mg/dl, compared with the sensor glucose reading of 400 mg/dl, at the time of the call. At the time of the threshold suspend event, the blood glucose reading was 150 mg/dl, compared with the sensor glucose reading of 61 mg/dl. The customer also noted calibration error alerts. Advised the customer to monitor and call back if further assistance was needed.